Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x20mm drug eluting stent to the circumflex artery, but was unable to cross the lesion. Upon removal of the device it was noted that a strut on the stent was flared. No pt complications occurred. Pt status is noted as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.